Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2012; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving compounded baclofen (2250 mcg/ml at 550 mcg/day) via an implantable pump for intractable spasticity and spinal pain indications. It was reported that the patient had experienced increased spasticity  in the past couple of months. There were no known factors that may have led or contributed to the issue. A dye study was done. The catheter was found to have migrated. A catheter replacement was scheduled for (B)(6) 2022. The patient's medical history included severe spasticity. The patient's status at the time of report was alive - no injury.